Event description:
This pt reported sudden loss of sound with their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to occur. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.